Manufacturer narrative:
Analysis was normal. No anomalies were found.

Event description:
It was reported that the pulse generator and the right ventricular lead were explanted due to the infection. The patient was stable throughout the whole procedure.